Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of 139 ohms when the device delivered a shock. It was noted that the shock impedance measurements had increased gradually over the prior year. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.